Event description:
It was reported that the patient presented for a follow-up in clinic with the pocket erosion. The pacemaker system was explanted and replaced with leadless pacemaker. The patient was in a stable condition.